Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product disposition unknown.

Event description:
The customer reported that the gamma implant has broken.